Event description:
Pt had intramedullary nailing left tibia by another surgeon which had backed up and was painful. Rod also felt to be causing some of pain. Extraction devicve from snap-on drill set was inserted to disimpact the nail. Repeated attempts to disimpact caused fracture of extraction device resulting in threaded portion of device being left inside the proximal aspect of the nail. Further attempts to remove nail and device were unsuccessful. It was felt that additional attempts would damage more bone around their knee.

Event description:
Co is forwarding this correspondence to acknowledge receipt of the letter of 4/25/2005 in reference to the above-captioned report number. At that time, you forwarded to the co a facility report requesting particular info on a snap-on mpd nail extraction system model 1/4 - 20 unc #14. The tool is actually a lgm383 zimmer adaptor. Regarding your info request, snap-on inc has not had the opportunity to examine the device listed and shown in the medical device report, and therefore, is unable to identify a mfg lot. Serial numbers are not placed on the extraction adaptors. As for the total number of devices mfg and distributed for the last three years, snap-on has not mfg and distributed any of these devices indicated in the report in the last three years, as this business was sold to the s.s. White co prior to this. Finally, the co had not previously submitted a medwatch report for this event.